Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. 663256) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Concurrent conditions included uterine bleeding since (B)(6) 2019, irregular periods, iodine allergy, rash, penicillin allergy, urticaria drug-induced, absence of menstruation, ache, blood loss of (nos), menstrual cramps, bleeding time prolonged, adenomyosis, dizziness, hot flashes, uterine polyp, leiomyoma nos, uterus enlarged and bacterial vaginosis. Concomitant products included leuprorelin acetate (lupron) for dizziness as well as medroxyprogesterone acetate (provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), post procedural complication ("post removal complication"), uterine haemorrhage ("abnormal uterine bleeding"), adenomyosis ("adenomyosis") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, psychological trauma, abdominal pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, post procedural complication, uterine haemorrhage, adenomyosis and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, bacterial vaginosis, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, psychological trauma and uterine haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, general. Abnormal. Bleeding, , anemia, menorrhagia, approximately 6 coils visible within the uterine cavity . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received. New events added(mr) : pid, abnormal uterine bleeding, adenomyosis, bacterial vaginosis. Concomitant drugs, concurrent conditions, medical history, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 663256) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, psychological trauma, abdominal pain, genital haemorrhage, menorrhagia, iron deficiency anaemia and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, general. Abnormal. Bleeding, , anemia, menorrhagia, most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, psychological trauma, abdominal pain, genital haemorrhage, menorrhagia, iron deficiency anaemia and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, general. Abnormal. Bleeding, anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events abdominal pain, general. Abnormal. Bleeding, psych injury, post removal complication, anemia, menorrhagia were added. Outcome of pelvic pain updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.